Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received an inappropriate shock.   The device was started up at 11:48:47 on (B)(6) 2022. At 22:29:14, an arrhythmia was detected. ECG shows vt @ 200 bpm. At 22:30:32, the patient received the inappropriate treatment. Rhythm at time of treatment was vt @ 190 bpm degrading to asystole with nsvt 15 seconds prior to shock. Post shock rhythm was idioventricular rhythm @ 50 bpm. . Nsvt contributed to the false detection. The device was shut down at 22:31:05 on (B)(6) 2022. Per holter monitor the patient was in an idioventricular rhythm @ 60 bpm degrading to vf with varying hr, motion artifact, and electrode lead fall off. The patient was seen in vf for approximately 36 seconds before the device shutdown. Varying heart rate, motion artifact, and electrode lead fall off prevented the lifevest from treating the patient. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received an inappropriate shock.   The device was started up at 11:48:47 on 6/1/2022. At 22:29:14, an arrhythmia was detected. ECG shows vt @ 200 bpm. At 22:30:32, the patient received the inappropriate treatment. Rhythm at time of treatment was vt @ 190 bpm degrading to asystole with nsvt 15 seconds prior to shock. Post shock rhythm was idioventricular rhythm @ 50 bpm. Nsvt contributed to the false detection. The device was shut down at 22:31:05 on (B)(6) 2022. Per holter monitor the patient was in an idioventricular rhythm @ 60 bpm degrading to vf with varying hr, motion artifact, and electrode lead fall off. The patient was seen in vf for approximately 36 seconds before the device shutdown. Varying heart rate, motion artifact, and electrode lead fall off prevented the lifevest from treating the patient. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.